Manufacturer narrative:
While reviewing the complaint for closure, it was noticed that the UDI number of the device br18057 was incorrect. Therefore, a new medwatch is sent to correct the UDI number. (B)(4).

Event description:
Two field service engineers were present for an seeg case at (B)(6) hospital with dr. (B)(6) and dr. (B)(6) on (B)(6) 2019. During a particular time under the guidance portion of the surgery case, the surgeon was ready to move to the next trajectory. A communication failure occurred in dr. Parker¿s attempt to clear the rosa robot arm away from the patient¿s head with the "free" and "fast" options chosen. This error showed up on the rosa monitor and the rosa robot then proceeded to shut down. Rosa robot had to be rebooted. This event delayed the case by 6 minutes.

Manufacturer narrative:
It was reported that a communication failure occurred during guidance. DHR review did not identify any contributory factors to the event. Review of complaint history showed that the communication failure was provoked by a momentary breakdown of the foot pedal or most probably by an incorrect usage of the foot pedal. Not enough elements are provided to conclude about the root cause for the issue. The root cause of this event cannot be determined. (B)(4).

Event description:
Two field service engineers were present for an seeg case at (B)(6) hospital with dr. (B)(6) on (B)(6) 2019. During a particular time under the guidance portion of the surgery case, the surgeon was ready to move to the next trajectory. A communication failure occurred in dr. (B)(6) attempt to clear the rosa robot arm away from the patient¿s head with the "free" and "fast" options chosen. This error showed up on the rosa monitor and the rosa robot then proceeded to shut down. Rosa robot had to be rebooted. This event delayed the case by 6 minutes.